Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. D. Suspect medical device. The valve model and serial number were not provided. A conservative report was submitted with a placeholder documented. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported following a transcatheter aortic bioprosthetic valve replacement procedure, complete heart block was noted. The following day, the patient was scheduled for a permanent pacemaker which was implanted five days later. The patient was discharged one week later. Approximately seven months later, the patient presented for a regular follow-up appointment at the cardiology department for permanent pacemaker management. During the appointment, the atrio-ventricular block (avb) showed improvement. Twelve days later, the patient underwent a follow-up evaluation at the cardiovascular surgery department. Upon clinical assessment, improvement was observed in the patient's condition.

Manufacturer narrative:
Updated data: d1, d4, h4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the transcatheter valve contributed to the unsuccessful atrio-ventricular synchronization.

Event description:
It was reported following a transcatheter aortic bioprosthetic valve replacement procedure, complete heart block was noted. The following day, the patient was scheduled for a permanent pacemaker which was implanted five days later. The patient was discharged one week later. Approximately seven months later, the patient presented for a regular follow-up appointment at the cardiology department for permanent pacemaker management. During the appointment, the atrio-ventricular block (avb) showed improvement. Twelve days later, the patient underwent a follow-up evaluation at the cardiovascular surgery department. Upon clinical assessment, improvement was observed in the patient's condition.

Manufacturer narrative:
Corrected data: a. Patient information (3a) was erroneously included in the initial medwatch report. However, the h11 of that report also noted "select patient information cannot be included in the regulatory report due to regional privacy regulations." Let this correction supplemental 002 accurately reflect the patient's information is omitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.